Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no reported impact to the customer's blood glucose level as the pump was being used with saline. The customer was able to load a new cartridge successfully.